Manufacturer narrative:
Investigation summary: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of adapter / connector defective / damaged with lot 5188389 regarding item #381834. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of leakage at luer connection with lot 5188389 regarding item #381834. Device history record batch number 5188389 has been reviewed. No related quality issues or process deviations were found during the manufacture of the subassembly lots and packaging line. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Event description:
It was reported that the hub was damaged and unable to connect/leaked. "The tubing does not fit the catheter (leak). Upon removal of the catheter, deformation is observed at the screw-on section" unfortunately, the catheter has not been retained" response received on:4/17/2026 I can confirm that there has been no harm to either the patient or the user. Response received on:4/21/2026 I can confirm that the event took place on 16 april.

Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.